Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The impella was not returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of vascular damage was most likely due to use issue since non-abiomed recommended product (sheath) was used. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ added-d10-concomitant device, h6 component code 925 corrections to the initial MFR report: added- d6a/d6b f6/f8 should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 72-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. There was a left femoral artery dissection and a peel away sheath was placed tamponading the area to address the vascular damage. Staff stated that they would place a covered stent upon explant. Patient is stable post this issue.